Event description:
The needle jammed when the safety device was activated, failing to completely encapsulate the needle. There was no harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture and one (1) video sample were received for evaluation by our quality team. Through examination of the samples, the safety device was observed activated; however, the needle was only partially moved downward, confirming the reported defect. As a lot number was unknown for this incident, a review of the production history records could not be completed. A possible root cause may be related to damage to the cylinder, caused by a potential pressure variation or sensor reading failure at the barrel positioning station. This damage may result in incomplete needle activation. Corrective actions related to the needle retraction failure defect are being addressed under a corrective and preventive action plan. Increased sampling and machine maintenance have been carried out until permanent actions are implemented. The corrective action plan is currently in the implementation stage. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.